Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.4, poc: 3.3. Time between tests was minutes.

Manufacturer narrative:
User reported patient was on lovenox therapy at the time of testing. Lovenox is a member of a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." No further analysis of these results is appropriate given the off-label use of the product. No strip lot information was provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: review of complaint found patient was on lovenox while testing inr with inratio. Since no strip lot information was available and no product was expected to be returned, further investigation for product performance could not be performed. This issue will be subject to tracking and trending. Corrective action not required at this time.